Event description:
It was reported that the inflatable penile prosthesis (ipp) was implanted in (B)(6) 2018. The device is experiencing saline leakage; therefore, a revision surgery was planned. It was further reported that the revision surgery was performed to replace the pump.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was implanted in (B)(6) 2018. The device is experiencing saline leakage; therefore, a revision surgery was planned. It was further reported that the revision surgery was performed to replace the pump.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fluid leak was confirmed. A hole was identified in the cylinder tubing. Review of the manufacturing documentation confirmed the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump cylinder kink resistant tubing was fatigue and worn down to filament; exposed suture with hole which led to leak was present. The damage tubing was removed. The pump was functionally tested and performed within specification. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was implanted in (B)(6) 2018. The device is experiencing saline leakage; therefore, a revision surgery is planned for (B)(6) 2021. No additional information is available at the moment.